Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. Review of the device logs did confirm the self test failure during defib. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.